Event description:
Patient had growth of aaa, based on diagnostic no clear cause. Team decided to explant the graft. The grafts are partly explanted as some are used to suture the surgical graft. Explanted graft showed a hole in the fabric. Patient outcome: "patient is recovering from open surgical repair." Follow-up email (dated 03/31/2021) from terumo aortic clinical & product specialist stated "indication of the explant was a persistent endoleak without a clear evidence of the cause."

Event description:
Patient had growth of aaa, based on diagnostic no clear cause. Team decided to explant the graft. The grafts are partly explanted as some are used to suture the surgical graft. Explanted graft showed a hole in the fabric. Patient outcome: "patient is recovering from open surgical repair."